Event description:
The initial sleeve gastrectomy procedure was completed on (B)(6) 2024 and 28 days post-operatively, the patient presented with vomiting. The patient was readmitted with a hematoma and staple line bleed that was discovered via CT. Drains and clips were placed along the staple line in areas where the hematoma was present.

Manufacturer narrative:
The surgeon evaluated the patient demographics, comorbidities, sensitivity to heparin and the post operative length of time and determined the reported event was not related to the stapling instrument.